Event description:
Event description guidant recevied information that the patient with this implanted bipolar lead had been told by a medical professional that the lead was dislodged. No additional information could be attained regarding the suspected dislodgement.